Event description:
The graft was placed as an axillo-femoral-popliteal bypass. A few weeks later, the pt fell with his arm extended over his head. Exploratory surgery revealed a graft tear approx 1 inch from the tip of the axillary anastomosis. The torn graft segment was removed. Another graft segment was successfully placed.